Event description:
It is reported that the device was implanted in 2007. The device was revised in 2008, due to the bushing breaking.

Manufacturer narrative:
Eval summary: no post-operative x-ray or any other visual means have been provided to confirm whether the locking of the pin occurred in the first place. Cause cannot be definitively determined. H6. Eval codes: no lot number was provided; therefore, device history records could not be reviewed. Scanning electron microscopy analysis was conducted on the inner pin fracture surface and the rep micrographs showing the micro-mechanisms of fracture. Fatigue striations were observed indicating that fracture occurred by fatigue. Cracks appeared to have propagated from the inner corner in each of the tine fracture. Energy dispersive spectroscopy analysis of the inner pin material showed ti, al, and v elemental peaks typical of tivanium alloy.